Manufacturer narrative:
DHR - no anomaly was found. Failure analysis - no product defect was found on screwdriver 219835nd and failure analysis of the lock washer cannot be performed as it was not returned. Complaint is not confirmed. Root cause - as no anomaly was found during DHR review and failure analysis, root cause cannot be determined. Complaint is not confirmed.

Event description:
It was reported that the screwdriver was blocked by a washer from surfx screw. Procedure was completed with a replacement product. Product was in contact with the patient; however, no patient injury was reported and the event did not lead to surgical delay.